Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove - "reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. Describe event or problem - correction to remove - "labeling indicates: make sure transmitter is snapped into sensor pod.

Event description:
It was reported that the patient's mother stored the sensors in a humid enviroment. Dexcom labeling indicates: store at temperatures between 36° f - 77° f. Storing outside this temperature may result in reduced sensor response to glucose and may cause inaccurate cgm readings. You may store your sensors in the refrigerator if it is within this temperature range. Sensors should not be stored in a freezer. Dexcom labeling indicates: store at humidity levels between 15% - 85% relative humidity.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2017. Reportedly, the patient did not make sure the transmitter was snapped into the sensor pod. No additional event or patient information is available. Data was provided for evaluation. Data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. Labeling indicates: make sure transmitter is snapped into sensor pod.